Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the control unit and rotor control unit of the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system experienced difficulties starting up. It was reported that the imaging system would not switch into 2d image acquisition mode until 10 minutes after powering on. The representative reported that a motion calibration prompt appeared following this. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the imaging system was returned to the manufacturer for evaluation, however the reported issue could not be confirmed. The system was returned to the manufacturer unprotected from the rain; therefore, any complaint root cause analysis unverifiable.